Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of strep throat, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the lips with juvéderm vollure¿ xc. Three months later, the patient was diagnosed with ¿strep throat,¿ deemed not related to the device. The patient then experienced ¿firmness¿ in the injection site. The patient was prescribed cefdinir and a medrol dosepak to manage the strep. The event is ongoing.